Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was getting a catheterization for an unrelated reason and it was observed that the conductors appeared externalized. There were no electrical anomalies. Further review of the diagnostic imaging confirmed externalized conductors. No further information available at this time.